Event description:
It was reported that the catheter became disconnected from the equipment during use and the patient experienced bleeding. The amount of "bleeding" was not specified. No patient complications were reported.

Manufacturer narrative:
Attempts were made to clarify the report of "disconnection" and "bleeding". The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. If additional information is received a supplemental report will be forthcoming. A device history record review was completed and documented that the device met specification upon distribution.